Event description:
The distal, lower jaw broke off in the patient's knee and this was not noted until the patient was in the recovery room. The patient was then transported back to the operating room for a second surgery to remove the foreign object.

Manufacturer narrative:
Device was returned for evaluation. The lower jaw/cutting edge was broken off and also a loose handle. The break is uneven in nature. Condition of the device is the direct result of improper maintenance.